Manufacturer narrative:
This is being reported for a problem found earlier engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Additionally, when looking at the screw plan overlaid on the ap fluoroscopic image during the merge, it appears that the s2-r screw has the potential to hit the surveillance marker. Further information provided mentioned that in the post-operative spin, it appears as if the screw potentially ran into the surveillance marker. The surveillance marker, or quattro-spike, interfering with the planned screw trajectory can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.